Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customers blood glucose level was 571 mg/dl. Customer addressed bg by administrating a correction bolus via pump. The customer reloaded the cartridge to resolve the issue.